Event description:
During baxter's functionality testing, a spectrum pump had false upstream occlusion alarms. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The false upstream occlusion alarm was confirmed through baxter's functionality testing, however, further investigation could not reproduce this condition. Furthermore, the device investigation found the fluid number readings from the upstream sensor to be within specification. The upstream sensor was replaced.